Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed."vena cava stenosis or occlusion", "vasospasm or decreased/impaired blood flow", "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ in this case, retrieval was attempted after 175 days following implant.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center in (B)(6). Approximately 2 months later, on or about (B)(6) 2015 the patient underwent a CT scan which showed the filter presented with nonocclusive thrombus. Approximately one month later, on or about (B)(6) 2015, the patient experienced leg swelling and a duplex doppler showed deep vein thrombosis in the right femoral and popliteal veins. Approximately 4 months later, on or about (B)(6) 2015 a CT scan sowed the vena cava collapsed around the filter with thrombus in it. The patient had a scheduled retrieval 2 days later, on or about (B)(6) 2015 by dr. (B)(6) who retrieved the filter and performed bilateral iliac and vena cava recanalization and stenting. The patient alleges to suffered significant injuries, including post implant deep vein thrombosis and extensive surgery. Argon¿s attorney are attempting to gather information.